Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump alarmed power system error detected. Blood glucose value is unknown. The customer was advised to remove the battery to clear the notification light, reset time and date and complete prime. Customer was advised to monitor the insulin pump and call back if the alarm recurs after completing the steps.

Manufacturer narrative:
The insulin pump passed displacement test and self-test. The insulin pump was returned for power error. Analysis confirmed alarm was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked keypad overlay at the center circle button, cracked reservoir tube lip, scratched case, peeling keypad overlay and minor scratched lcd window.